Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer was operating the unit in the roadway (no sidwalk available) and was struck by a vehicle

Manufacturer narrative:
No device problem. Consumer was hit by a car.

Event description:
Consumer was operating the unit in the roadway (no sidwalk available) and was struck by a vehicle.